Event description:
A malfunction alarm, specifically alarm 20, was reported on the pump during insulin delivery. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, preventing a successful resumption of insulin therapy. Consequently, the pump was replaced, and the customer opted to use multiple daily injections as backup therapy. The customer was also instructed on returning the faulty pump, which was under warranty, and agreed to follow the procedures for its storage and return.